Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-04777, reference MFR report: 1627487-2018-04809. Note the patient's scs system leads were not abbott devices. It was reported the patient's scs ipg was explanted due to a wound issue at the lead incision site. Reportedly, the patient's scs ipg was removed initially at an unknown date. On (B)(6) 2018 the patient's infectious disease doctor decided to remove the remaining devices. No infection was suspected or confirmed, but the patient was given bactricin ointment.